Manufacturer narrative:
Failure analysis noted that the insulin pump was unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). They were unable to perform the no delivery test due to the prime anomaly. There was no moisture damage found inside the pump. The pump had cracked battery tube threads, reservoir tube lip and a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. The customer changed the set twice but still received the no delivery alarm. The customer stated that the no delivery alarm was recurring and the issue had not been resolved. The customer had not treated. The customer also stated that the pump had water damage but she declined to troubleshoot. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.